Event description:
The user facility reported that the run through wire fractured. The wire got trapped in a fractured stent balloon, and approximately 6-8 centimeters of the wire broke off in the vessel. The wire was unable to be retrieved. The failure of the wire did not cause the breakage, however it broke and was left in the patient's body the patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention involved. Additional information was received on 17 mar 2022: the procedure performed was a percutaneous coronary intervention (pci). The stent balloon was not a terumo product.